Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reported a poor outcome following refractive surgery. No further info has been provided.